Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports to have experienced a few insulin pump malfunctions. Customer states pump unsuspends itself when suspended, no insulin reading after filing, not able to exit "preparing to prime" loop and stuck in rewind complete bolus/delivery loop. Customer was hospitalized due to low blood glucose; glucose reading while hospitalized not provided. Customer's blood glucose at the time of call was 151 mg/dl. Insulin pump will be replaced. No further information provided.